Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer reported there were significant differences in her sensor readings and blood glucose levels. Customer's current blood glucose is 282 mg/dl, and she treated with her insulin pump. She received multiple calibration errors. When she pulled out the sensor, she said the sensor has a bend. Customer tried uploading her sensor history to carelink to review the sensor discrepancies, but she could not upload the data. The data was not reviewed. Nothing further reported.